Event description:
Event: zoll monitor temperature plug in did not work when team member placed it on a trauma patient. Team member tried both temp 1 and temp 2 plug ins and neither worked. Team members warmed the patient regardless, but could not trend patient's temp. This temp probe was saved and is available for manufacturer inspection upon their request. Follow up: the skin temp probe cable and the esophageal probe temp cable were tested on this monitor. The esophageal temp probe functions correctly; however, the reusable skin temp probe does not work in either port. A new skin temp probe cable has been ordered. In the meantime, ac 2 will use the esophageal temp probe in the axilla until the new skin temp probe arrives.

Event description:
Event: zoll monitor temperature plug in did not work when team member placed it on a trauma patient. Team member tried both temp 1 and temp 2 plug ins and neither worked. Team members warmed the patient regardless but could not trend patient's temp. This temp probe was saved and is available for manufacturer inspection upon their request. Follow up: the skin temp probe cable and the esophageal probe temp cable were tested on this monitor. The esophageal temp probe functions correctly; however, the reusable skin temp probe does not work in either port. A new skin temp probe cable has been ordered. In the meantime, ac 2 will use the esophageal temp probe in the axilla until the new skin temp probe arrives.